Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The time advanced properly, no time anomalies or frozen screen were noted. The device had cracked case at display window corners, cracked reservoir tube, and minor scratches on the lcd window.

Event description:
It was reported that customer had a frozen screen display. It was also reported that buttons were not responding. Insulin pump would need to be replaced.